Event description:
It was reported that revision surgery was performed due to breakage of the journey art ins bcs standard 7-8 right 9. No information about the patient status was initially provided.

Manufacturer narrative:
It was reported that revision surgery was performed due to breakage of the product. The associated device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As lot information was not made available, device history record review cannot be completed. At this time, there is no information available to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. Some potential causes could include but are not limited to traumatic injury, abnormal loading of limb or improper size of device used. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.